Manufacturer narrative:
The lot code provided was for a product that contained multiple absorbencies. The consumer did not provide an absorbency, therefore we are unable to provide an UDI number or model.

Event description:
The consumer stated the u by kotex sleek regular tampon elongated and fell apart upon removal. She experienced; pain, cramping, and irritation. She sought medical assistance.